Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 39 mmol/l without signs or symptoms of hyperglycemia. It was reported the patient self-treated in an emergency room with an insulin injection and intravenous fluids, the pump's settings were not recently changed, and the patient discontinued pump therapy. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the total daily dose basal history did match the programmed basal rates for a known and expected reason: the basal edit screen was accessed; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. There was no indication during troubleshooting of a malfunction. Healthcare professional insisted there was a pump malfunction. The patient was referred to a healthcare professional for diabetes management. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: the black box shows the basal edit screen accessed on (B)(6) 2016 at 13:23. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.